Event description:
It was reported to vyaire medical that the vela ventilator has motor fault. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite found several events of motor fault on the event log. Field service was no able to recreate/duplicate the reported issue. But as a resolution, the motor was proactively replaced. Run test on the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite found several events of motor fault on the event log. Field service was no able to recreate/duplicate the reported issue. But as a resolution, the motor was proactively replaced. Run test on the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has motor fault. As of this time, there is no information about patient involvement associated with this reported event.